Manufacturer narrative:
(B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. (B)(4) 2014 a medtronic representative, following-up at the site, reported performing a navigation system check-out and an imaging system check-out; unable to reproduce the inaccuracy. (B)(4) 2014 medtronic representative observed a subsequent procedure with a different navigation system, but using the same imaging system, and everything was accurate. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. The surgeon was performing an upper thoracic surgery, no specific levels provided. The medtronic representative reported that the inaccuracy was noted immediately after the o-arm spin was acquired and was inaccurate 7 millimeters inferior and 3 millimeters laterally. Inaccuracy was noted with multiple instruments. The surgeon continued to use navigation with knowledge of the inaccuracy; stating that he compensated for the inaccuracy. A site scrub technician stated that the surgeon had to reposition two of the screws, it was unknown on which levels, and that the surgeon did not perform any post-op confirmation spins to confirm screw placement. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the behavior could not be replicated.